Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 04/29/2021.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of a minicap extended life pd transfer set was damaged; further described as damage "with a sharp object and in small pieces". It was further reported that there was a separation (detachment) between the white twist sleeve and main body of the transfer set. This was noticed during patient use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the occlude legs of the transfer set were broken. The reported condition was verified. The cause of the reported condition could not be determined; however, the damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.